Event description:
The customer observed falsely elevated creatinine results while using the clinical chemistry creatinine assay. The customer provided the following results: initial 24.23 mg/l, retest the following day 7.31 mg/l there was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The lot number was provided by the customer on (B)(6) 2012. Further investigation of the customer issue included a review of customer data, a search for similar complaints, and a review of labeling. Review of the customer data compared to the package insert determined that the result generated by the customer was within the linearity of the assay therefore a flagged result would not be generated as the customer indicated concern about. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the clinical chemistry creatinine reagent, ln 03l81-22 lot 74131un12, were identified.